Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a failure of the motor controller board. During archive data review, system error 71 (motor drive train command issue) was observed, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The motor controller board was replaced to remedy the system error. After replacing the motor controller board, the device ran with an instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each with no issues. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(6) .

Event description:
During shift check, upon powering on, the autopulse platform (sn (B)(6) ) displayed "system error, out of service, revert to manual CPR". No patient involvement.